Event description:
It was reported that the pt underwent a total pelvic floor repair procedure in 2005. Two months later, the surgeon had noted anterior wall mesh exposure. The pt was taken to the operating room and an unk procedure was performed to correct the exposure. In 2006, the pt was returned to the operating room as the mesh was exposed at the site of one of the left anterior arms and in the midline of the anterior wall. Additionally, the posterior mesh was bunched up, producing a distorted vagina. The surgeon removed the entire mesh and let the pt heal. Four months later, the pt was brought back to the operating room and a total vaginal hysterectomy, bilateral sacrospinal ligament fixation, anterior and posterior repairs were performed. The pt is now doing well.

Manufacturer narrative:
Conclusion: exposure of the mesh can occur for a variety of reasons such as inadequate mucosal closure, atrophic vaginal skin, or postoperative trauma to name a few. These sometimes close spontaneously with time and estrogen therapy. Others require resection in the office or the operating room. Exposure is a risk with use of any foreign material.